Event description:
The customer called in with an old (B)(4) display that is not working and will not power up anymore. He mentioned no pt issues related to this failure and has put a spare monitor in place. Welch allyn has sent out replacement display under the service contract. This resulted in a temporary inability to monitor pts centrally until the customer replaced the display. The customer reported that there was no pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.